Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope had an e216 scope communication error during a bronchoscopy procedure. The procedure was completed using a similar device with a few minutes of delay. The patient was in suppression before the procedure. There was no patient harm or injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and updates to fields d10 and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. There were traces of water invasion on the scope connector. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by water invading the scope connector during user handling. This fluid invasion caused abnormality in electronic components, which led to the e216 scope communication error during a procedure, leading to a slight delay of the procedure. The event can be detected/prevented by following the instructions for use which state: - inspection of the endoscopic image -leakage testing of the endoscope olympus will continue to monitor field performance for this device.